Event description:
Pt was undergoing revision of a hip stem implanted in the early 80's. (Original implant not a howmedica device.) The doctor wanted a long stem implant to pass beyond the area of the old fracture to increase stability. Upon implantation, the surgeon noted that the stem implant did not match the trial and would not fit the prepared canal.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that this event was attributed to a mfg error isolated to one base lot of raw castings. All product from this lot has been accounted for. Corrective action has been implemented to prevent similar events.